Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm approximately 44 months ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient presented emergently with back pain approximately 1 month ago, and the CT demonstrated that the aneurx bifurcated stent graft (MFR report # 2953200-2011-01494) has migrated 3 cm distally with a large proximal type I endoleak. At the time of migration, the original aneurysm is 8.2 cm in diameter, and a second 2.9 cm in diameter aneurysm is now evident, proximal to the original aneurysm. Currently, the aortic neck has disease progression with dilatation to 29 mm in diameter at the renal arteries, moderate thrombosis, and severe angulation, and the iliac arteries are moderately tortuous and mildly calcified. The physician elected to intervene with an endurant aortic cuff (MFR report # 2953200-2011-01495), which was inserted into the patient percutaneously. During the deployment of the suprarenal stent, the back end of the endurant device from the thumb screw backward broke off, and one of the suprarenal struts did not deploy. The physician pushed the delivery system up but could not get the suprarenal strut to release. The physician then opened the handle of the delivery system and manually was able to release the strut. It was also noted that the outer sheath was twisted and shortened, resulting in the nose cone sticking out about 3 inches above the outer sheath cover; consequently, when the delivery system was being removed from the patient, the device caught on the sutures in the femoral artery. The physician elected to repair the femoral artery with a patch. Although the migration and type I endoleak were resolved for the larger aneurysm, there was a small proximal type I endoleak where the aortic cuff had been implanted for the upper aneurysm. No further intervention has been performed. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak, graft migration). Results and conclusions: (disease progression; aortic neck dilatation and severe angulation), (use of the device for a pre-operative ruptured aneurysm).

Event description:
Additional information received. Additional information was received for this case. It was reported that on a routine follow-up, the aneurx bifurcated stent graft was found to migrated distally with a proximal type I endoleak. The decision was made to reline the bifurcated stent graft with an endurant bifurcated stent graft and a contralateral limb. The proximal type I endoleak was still present but was diminished. No further intervention was performed and the physician thinks the endoleak will resolve once the heparin is reversed. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.